Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg charger had a smell of "burning plastic" when plugged into the wall and the charging adapter heated up and melted. A replacement ipg charger was sent to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.